Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the chipped lens glue at the distal end was due to component failure; however, the cause of the foreign material on the lens holder beam at the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on the lens holder beam at the distal end and chipped lens glue at the distal end. There was no patient involvement.